Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode. Technical services (ts) recommended device replacement. It was noted that the capture outputs had risen to 5.0v at 1.0ms due to safety mode. No adverse patient effects were reported. It was noted that device replacement has been scheduled, but, currently, this crt-p remains in service. According to additional information, this crt-p was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode. Technical services (ts) recommended device replacement. It was noted that the capture outputs had risen to 5.0v at 1.0ms due to safety mode. No adverse patient effects were reported. It was noted that device replacement has been scheduled, but, currently, this crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode. Technical services (ts) recommended device replacement. It was noted that the capture outputs had risen to 5.0v at 1.0ms due to safety mode. No adverse patient effects were reported. It was noted that device replacement has been scheduled, but, currently, this crt-p remains in service. According to additional information, this crt-p was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.